Event description:
I am an insulin pump-dependent diabetic. My regular diabetic supply company sent me my regular supply of 9 g7 dexcom sensors. When I got them on (B)(6), all 9 sensors were defective, unusable-they were all date-stamped as manufactured 1/7/2025. I contacted dexcom to ask for replacements (B)(6). They sent 8 by fedex and emailed me a voucher for one. I haven't been able to use the voucher: there is a medicare rule that a prescription must be on file at the pharmacy in order to use the voucher, and it is so restrictive I have now been waiting over a week for the pharmacy to dispense it to me! They won't accept the current prescription; they want a new specifically worded script ... I had to wait for 10 days for the other 8 sensors, because their claim of 5-7 days wait for order to arrive is a joke! When they arrived (B)(6), I noticed they were all manufactured on 1/7/2025, so I opened all 8 boxes and all of the sensors were defective, all the applicators' spring-loaded buttons were flat against the device, so there was no way to apply the sensors, as the trigger button was flat...and would not deploy the sensor. I immediately called dexcom and reported the 8 "replacement" sensors were defective. I asked them to expedite at least one sensor as I am not eligible to receive blood meter supplies covered by medicare (because as a dexcom prescription customer I am not eligible to have medicare-covered blood glucose monitoring devices or supplies!! I have now gone two weeks without a way to accurately administer the proper amount of insulin--I can't afford to buy glucose monitoring strips for an old meter I have that is over 5 years old...so every day I am at risk of a high blood sugar coma, or a hypoglycemic coma. Dexcom sensors are not being manufactured correctly, and even the "sample" sensor I got today from my doctor's office was also defective, manufactured 5/1/2025, not like the 20 faulty sensors (manufactured 1/7/2025) I've already opened and found defective!! Dexcom is putting people at risk of serious illness and death, by refusing to remove defective sensors from circulation! Please do something about this incomprehensible lack of integrity and responsibility! Hecc: 4582. Dpc: 2588, 3015. Reference reports: mw5175930, mw5175932, mw5175933, mw5175934, mw5175935, mw5175936, mw5175937, mw5175938, mw5175939, mw5175940, mw5175941, mw5175942, mw5175943, mw5175944, mw5175945, mw5175946, mw5175947.